Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv had a pinched clamp. The following information was provided by the initial reporter: below the safety clamp - where the pinch clamp is located below the safety clamp, an indent in the tubing is formed which triggers an alarm when placed in the pump.

Manufacturer narrative:
Investigation summary: two photos were received from the customer for quality investigation. The customer complaint of bent/deformed component was not verified, however, by the pictures submitted by the customer, it is verified that the tubing was kinked. Evaluation of the photos submitted show that the tubing under the drip chamber for one sample and tubing at the inlet port of the smartsite just below the lower pumping segment fitting had kinks in them. The kinks look to be significant enough to cause occlusion in the infusion line. A device history record review for model 2426-0007 lot number 22079245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure depicted in the photos was determined to be an issue with the solvent dispenser. Investigation of the issue at the manufacturing facility indicates that an incorrect pin in the solvent dispenser causing excess solvent to be applied creating kinks in the tubing. A quality alert was generated to prevent the excess solvent issue.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv had a pinched clamp. The following information was provided by the initial reporter: below the safety clamp - where the pinch clamp is located below the safety clamp, an indent in the tubing is formed which triggers an alarm when placed in the pump.